Manufacturer narrative:
Patient¿s weight is unknown. Date of event: unknown. This report is for unknown number of unknown locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibia nail exchange revision surgery was performed due to non-union. No x-rays were taken during this time. The intraoperative issues of stripped extraction bolts and surgical delay during hardware removal surgery has been captured under linked complaint (B)(4). This report is for unknown number of unknown locking screws. This is report 2 of 2 for complaint (B)(4).